Manufacturer narrative:
Labeled for single use; corrected data: the previously submitted MDR inadvertently provided the wrong suspected device for the event.

Event description:
Further follow up indicated that the event occurred roughly between (B)(6) 2015 and (B)(6) 2016.

Manufacturer narrative:
.

Event description:
It was reported that a medical professional has difficulties when using the motion tablet. It was reported that the usb cable was suspected to be at fault. The review of manufacturing records confirmed that the device passed all functional tests prior to distribution. The facility discarded the suspected device; therefore, no analysis can be performed. No additional relevant information was provided to date.